Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed travel reverse error - check clutch/plunger lever, syringe flange not in place. Functional testing was performed. The reported issue was resolved by replacing the worn clutch assembly, leadscrew, and potentiometer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a motor drive error. There was no patient involvement, no patient injury was reported.